Event description:
It was reported that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the device at the failure analysis center and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.